Event description:
It was reported that the patient presented to the hospital with driveline power fault. Log files were downloaded and the driveline power fault was confirmed. The log file also confirmed that there was an issue with one of the power wires. The modular cable and controller were exchanged. Related MFR # for the pump: 2916596-2024-00374.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6) was returned for evaluation following the reported event of driveline power fault alarms. The returned system controller was functionally tested and was found to perform as intended. Extracted log files from the controller were reviewed, and no atypical events regarding the controller were observed. The reported event was isolated to the returned modular cable (lot number: 190290) and is addressed via the cable¿s investigation. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications and was shipped on 24may2021. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the modular cable and controller exchange resolved the driveline power fault alarm. The issue to one of the power wires identified in the log files was unable to be confirmed.